Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for vascular - deep vein thrombosis; also had a related gi bleed. Event is serious and is considered severe. Event is definitely not related to device and there is a remote possibility it is related to procedure. Date of implantation: (B)(6) 2020 (bilateral). Date of event (onset): (B)(6) 020. (Right and left knees. This complaint captures the left knee). Treatment: surgical placement of ivc filter implantation, as well as clipping of the gi bleeder (medical consult for diagnosis and treatment).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.